Event description:
It was reported the pt experienced positional stimulation that "worked from time to time" and caused shocking and jolting sensations. It was felt the pt had a problem with the lead. The pt was working with the hcp to correct the issue. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.